Event description:
The patient reported that pump "broke". Multiple attempts to obtain specific information regarding the device and associated symptoms from the hcp and MFR's rep have been unsuccessful.